Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has no access to sound at this time.

Manufacturer narrative:
Based on the information received, during explantation a massive ossification of the cochlea could be observed, which prevented insertion of both an insertion test device and a new array. Such histopathologic changes of the cochlea, although of unknown origin in this case, could partly explain the observed increase in impedances. Additionally, the reported process of ossification was likely exerting forces on the electrode array, leading to the slight migration of the array that could be observed on diagnostic imaging. As the electrode was received incomplete, damage to it cannot be excluded. Other damages found during investigation are likely due to the explantation surgery. This is a final report.

Event description:
The child no longer had access to sound with the device. No injury was reported.